Event description:
A surgeon reported that a memory lens implanted in a pt's left eye in 1999 has since opacified. Visual acuity reported as 20/50, os in 2004 visit. Prognosis is fair and pt doing ok, but would like better vision and is considering lens exchange. Pt is to follow up with their ophthalmologist up north for another opinion before deciding on where & when to have lens exchange. No further information is available at the time of this report.